Event description:
It was reported that customer experienced cgm error message while using g6 sensor. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, performed pump reset with guidance, error did not recur, and customer successfully started new sensor session; no additional information was received regarding further outcome of event.